Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia"), genital haemorrhage ("abnormal bleeding"), thrombosis ("other injury(ies) or complication (s) please describe: blood clots") and antiphospholipid syndrome ("autoimmune disorder, type of disorder: anti-phospholipid syndrome caps)") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, iron deficiency anemia, deep vein thrombosis, leukocytosis, encephalopathy, anemia, rhabdomyolysis, bacteriuria, prophylaxis against gastrointestinal ulcer, rhabdomyolysis, methicillin-resistant staphylococcus aureus sepsis, pneumonia and maculopapular rash. Concomitant products included escitalopram oxalate (lexapro), gabapentin, metoprolol, tramadol and warfarin sodium (coumadin). In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), thrombosis (seriousness criterion medically significant), antiphospholipid syndrome (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and underwent amputation ("other injury(ies) or complication (s) please describe:amputation blood clots"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, thrombosis, antiphospholipid syndrome, dysmenorrhoea, vaginal haemorrhage and amputation outcome was unknown. The reporter considered amputation, antiphospholipid syndrome, dysmenorrhoea, genital haemorrhage, menorrhagia, thrombosis and vaginal haemorrhage to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.1 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2019: pfs received. Event " abnormal bleeding , autoimmune disorder, type of disorder: anti-phospholipid syndrome caps, dysmenorrhea (cramping),blood clots, abnormal bleeding (vaginal, menorrhagia) were added. Reporter, patient and product information were added. Concomitant drug were added. Medical history were added. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia"), genital haemorrhage ("abnormal bleeding"), abdominal infection ("abdominal infection leading to the sepsis"), abdominal sepsis ("abdominal infection leading to the sepsis"), systemic inflammatory response syndrome ("systematic inflammatory response syndrome"), thrombosis ("other injury(ies) or complication (s) please describe: blood clots") and antiphospholipid syndrome ("autoimmune disorder, type of disorder: anti-phospholipid syndrome caps)") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, iron deficiency anemia, deep vein thrombosis, leukocytosis, encephalopathy, anemia, rhabdomyolysis, bacteriuria, prophylaxis against gastrointestinal ulcer, rhabdomyolysis, methicillin-resistant staphylococcus aureus sepsis, pneumonia, maculopapular rash, allergic reaction to drug, peripheral vascular disease, hypertension, depression, anxiety, angioedema, dysthymic disorder, kidney stones, infection mrsa, tonsillolith, hyperlipidemia, gastrostomy tube insertion, peritonitis, lupus anticoagulant positive and cellulitis. Previously administered products included for an unreported indication: metronidazole. Concomitant products included ascorbic acid;biotin;calcium carbonate;calcium pantothenate;calcium phosphate dibasic;colecalciferol;folic acid;magnesium stearate;nicotinamide;phytomenadione;pyridoxine hydrochloride;retinol acetate;riboflavin;stearic acid;thiamine mononitrate;tocopheryl acetate;vitamin b12 nos (boots multivitamins), bisacodyl, epinephrine, escitalopram oxalate (lexapro), furosemide, gabapentin, metoprolol, paracetamol (acetaminophen), potassium chloride, quetiapine, tramadol, warfarin and warfarin sodium (coumadin). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal infection (seriousness criterion medically significant), abdominal sepsis (seriousness criterion medically significant) and systemic inflammatory response syndrome (seriousness criterion medically significant), 1 year 1 month after insertion of essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), thrombosis (seriousness criterion medically significant), antiphospholipid syndrome (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and underwent amputation ("other injury(ies) or complication (s) please describe:amputation blood clots"). The patient was treated with ciprofloxacin hydrochloride, clonidine hydrochloride (clonidine hcl), escitalopram oxalate and surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, abdominal infection, abdominal sepsis, systemic inflammatory response syndrome, thrombosis, antiphospholipid syndrome, dysmenorrhoea, vaginal haemorrhage and amputation outcome was unknown. The reporter considered abdominal infection, abdominal sepsis, amputation, antiphospholipid syndrome, dysmenorrhoea, genital haemorrhage, menorrhagia, systemic inflammatory response syndrome, thrombosis and vaginal haemorrhage to be related to essure. The reporter commented: current weight 290 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.1 kg/sqm. Computerised tomogram thorax - on an unknown date: right lower lobe pneumonia, hiatal hermia, fluid around the rectum which was questionable for rectocele.; on an unknown date: persistent gas and fluid within the anterior peritoneum at site of prior gastrostomy tube, with apparent fistulous connection to the anterior skin surface. There is also small focus of gas along anterior gastric body wall which is similar to prior. These may be related to residual fistulous tract and/or small abscess. There is no clear extension of extraluminal enteric contrast into this region on this study.large hiatal hernia.hepatosplenomegaly.; on an unknown date: in comparison to the recent CT, there is increased mesenteric stranding in the anterior peritoneum cavity in the left upper quadrant, just deep to the left rectus muscle. If this patient does have increasing upper abdominal pain and leukocytosis, this may represent early infection such as early peritonitis in the left upper quadrant.. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion.. Ultrasound doppler - on an unknown date: right upper extremity dvt. Ejection fraction of 60%.. X-ray - on an unknown date: raph demonstrate adequately inflated lungs. No lung consolidation, effusion, edema or definite nodule. Impression: no acute pulmonary disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received : event "abdominal infection leading to the sepsis systematic inflammatory response syndrome" was added. Medical history, lab data, concomitant and treatment drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.